Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Two replacement fuses 15a 250vfast shipped to site. No parts have been received by manufacturer for analysis. On 06/06/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative replaced mobile view station (mvs) din rail fuses upon finding mvs with no line power. System was subsequently used for procedures with no issues reported. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) would not turn on and was not receiving power. No further details were provided. The medtronic representative replaced the fuses and the imaging system booted up properly. Normal function was restored. There was no patient present when this issue was identified.